Manufacturer narrative:
H.6. Investigation: DHR review process can¿t be performed because the lot number wasn¿t provided a review of the ncmr¿s was performed; the result showed there were no issues reported like temporary lid didn¿t close for the same part number throughout the last twelve months. According to information provided from customer an exhaustive investigation can not be performed since there are no samples to evaluate this failure mode (temporary lid opened). Additional information is needed to determine the root cause of this issue. H3 other text : see h.10.

Event description:
It was reported that bd¿ nestable sharps collector lid opens. This was discovered during use. The following information was provided by the initial reporter: the temporary lid opens.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. We are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd¿ nestable sharps collector lid opens. This was discovered during use. The following information was provided by the initial reporter: the temporary lid opens.